Manufacturer narrative:
(B)(4). Batch # u5a13v. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples met the staple form release criteria. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. This event could not be confirmed as the retaining pin worked as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The following information was requested, but not available: lot# usa13v provided for was verified under aqr system and doesn¿t belongs to any product code, could you please provide the correct lot #? Could you please clarify if the device open? Was the device difficult to open? If yes, please clarify how device was removed? Did the tissue retaining pin lock into the correct position? Could you please provide more details for ¿significant risk of perforation or tear of viscera, anastomosis rupture¿? Was there any change in the procedure? Was there any patient consequence as a result of the procedure issue? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an exploration on colon tumor by rectal route, at the staple replacement, the device jammed. The tip of the device could not be retracted. Another device was used to complete the procedure. Surgery was delayed by a few minutes. There was significant risk of perforation or tear of viscera, anastomosis rupture, but the procedure was completed with no patient consequences.